Event description:
As reported, five days after two smart stents (8x150 and 10x80) were implanted in the iliac artery, a sheath was inserted from the right femoral artery to treat the right bk; however, fluoroscopy was being used and the physician noticed something unusual at the common femoral artery. The physician used a snare to remove the distal end of the ses smart control stent found at the common femoral artery with an inner tube. A part of the inner tube was lengthened, and the length was approximately 8cm and cut. There was no reported patient injury. The fragments will be returned for analysis. During the original implant procedure, an approach was made from the left femoral artery. Two stents (5mmx25cm and 6mmx25cm) were also implanted from the distal portion of the superficial femora artery. A non-cordis balloon catheter (6mmx150) was inserted and inflated as a pre-dilation. A non-cordis guidewire (0.035*260cm) was then used in external iliac artery and the two smart stents were implanted. The procedure was completed successfully. An angiography confirmed that the lesion between iliac artery and the superficial femoral artery and another lesion between the superficial femoral artery and the bk was identified. The fragment of the device was not noticed during the procedure. There were no anomalies noticed during the procedure and prior to use the device. There was no resistance met while advancing the device over the guidewire.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was provided and is available in: (method code): 10 - testing of actual device. Complaint conclusion reviewed: as reported, five days after two smart stents (8x150 and 10x80) were implanted in the iliac artery, a sheath was inserted from the right femoral artery to treat the ¿right bk¿; however, fluoroscopy was being used and the physician noticed something unusual at the common femoral artery. The physician used a snare to remove the distal end of a ses smart control stent found at the common femoral artery with an inner tube. A part of the inner tube was lengthened, and the length was approximately 8cm and cut. During the original implant procedure, an approach was made from the left femoral artery. Two stents (5mmx25cm and 6mmx25cm) were implanted from the distal portion of the superficial femora artery. A non-cordis balloon catheter (6mmx150) was inserted and inflated as a pre-dilation. A non-cordis guidewire (0.035*260cm) was then used in external iliac artery and the two smart stents were implanted. The procedure was completed successfully. An angiography confirmed that the lesion between iliac artery and the superficial femoral artery and another lesion between the superficial femoral artery and the ¿bk¿ was identified. The fragment of the device was not noticed during the procedure. There were no anomalies noticed during the procedure and prior to using the device. There was no resistance met while advancing the device over the guidewire. No other information was reported. The device was returned for analysis. One non-sterile separated distal portion of a ses smart control 10x80 80 tip and inner member along with a non-sterile distal portion of an unknown wire was received for analysis inside a plastic bag. Per visual analysis of the received separated distal section of the inner member, kinks, elongations, frayed edges, and cut and unraveled/stretched conditions were noted near the separation. Per dimension analysis, the separated tip and inner member portion were measured, and length result was 10.5 cm long. Also, the received separated unknown wire was measured and approximate length result was 7.0 cm long. No other anomalies found. The outer diameter (od) and inner diameter (ID) of the received inner member were measured near the separated area and the results were found within specification. Per microscopic analysis, elongations and frayed edges were confirmed on the inner member separated section. The elongations and frayed edges noted on the separated inner member presented with evidence of an application of a tension force that induced the separation. Per sem analysis, it is shown that the separated section of the inner shaft material presented with evidence of elongations and tension marks at the surrounding areas of the separation. The elongations and tension marks noted suggest that the distal portion of the inner shaft separated area was induced to stretching/pulling events that exceeded the inner shaft material yield strength prior to the separation. No other issues were noted during sem analysis. A product history record (phr) review of lot 17745040 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The event reported by the customer as "stent-ses-fractured-separated - in patient¿ was not confirmed since no stent was received for analysis (a piece of an unknown unraveled-stretched wire was received instead) and procedural films were not received. The event reported by the customer as ¿guidewire lumen (inner shaft)- separated - detached in patient's vasculature¿ was confirmed due to the separated condition of the distal portion of inner member with tip as received. Nonetheless, the exact cause of the separated condition noted on the inner shaft could not be conclusively determined during the analysis. The elongations and frayed edges noted on the inner member portion presented with evidence of an application of a tension force that induced the separation. Per sem analysis results, it is shown that the separated section of the inner shaft material presented evidence of elongations and tension marks at the surrounding areas of the separation. The elongations and tension marks noted suggest that the distal portion of the inner shaft separated area was induced to stretching/pulling events that exceeded the inner shaft material yield strength prior to the separation. Based on the evidence, procedural factors may have contributed to the separated condition of the device as received. As cautioned in the instructions for use (IFU), ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or vessel. Carefully withdraw the stent system without deploying the stent. If resistance occurs during movement through the sheath, carefully withdraw the stent system. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the product analysis suggest that the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medical devices: stents (5mm*25cm, 6mm*25cm); a balloon catheter (6mm*150 sterling, boston scientific); a guidewire (0.035*260cm radifocus, terumo).

Event description:
As reported, five days after two smart stents (8x150 and 10x80) were implanted in the iliac artery, a sheath was inserted from the right femoral artery to treat the right bk; however, fluoroscopy was being used and the physician noticed something unusual at the common femoral artery. The physician used a snare to remove the distal end of the ses smart control stent found at the common femoral artery with an inner tube. A part of the inner tube was lengthened, and the length was approximately 8cm and cut. There was no reported patient injury. The fragments will be returned for analysis. During the original implant procedure, an approach was made from the left femoral artery. Two stents (5mmx25cm and 6mmx25cm) were also implanted from the distal portion of the superficial femora artery. A non-cordis balloon catheter (6mmx150) was inserted and inflated as a pre-dilation. A non-cordis guidewire (0.035*260cm) was then used in external iliac artery and the two smart stents were implanted. The procedure was completed successfully. An angiography confirmed that the lesion between iliac artery and the superficial femoral artery and another lesion between the superficial femoral artery and the bk was identified. The fragment of the device was not noticed during the procedure. There were no anomalies noticed during the procedure and prior to use the device.